Event description:
Baxter (B)(4) received a report of a folfusor that had a loose fillport cap found in the packaging. The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit in its original unopened overpouch for evaluation. A visual examination of the unit confirmed that the fill port cap was separated from the fill port. Further examination of the fill port and cap showed no signs of physical abnormality. The root cause was determined to be operator error during the manual fill port cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.